Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had vibration anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the vibration is too loud and pump was dropped. Customer stated the anomaly happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin was monitored and no loud vibration during our testing. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.